Event description:
The customer obtained an erroneously elevated accutni (troponin I) result above the acute myocardial infarction (ami) cutoff and an erroneously elevated ck-mb (creatinine kinase-mb) result above the normal reference range on the access 2 portion of the unicel dxc 600i synchron access clinical system. The results were released out of the laboratory and the patient was administered heparin and underwent further testing to determine if the patient has had a myocardial infarction. An electrocardiogram (EKG) on the patient was normal and the physician had requested the sample to be repeated. Testing on the laboratory's alternate access 2 analyzer recovered accutni and ck-mb results within the normal reference range. A second sample was drawn from the patient and accutni and ck-mb results within the normal reference range were obtained. No sample integrity issues were noted by the customer. The sample was collected in a lithium heparin gelled tube and spun at 4200 rpm for 5 minutes. The sample was run within an hour of collection. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument; however, no hardware malfunctions were identified that may have caused or contributed to this event.